Event description:
Caller reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and instructed the caller to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. The customer was guided on putting the pump into storage mode and understood the instructions to return the damaged pump using a prepaid label within 10 days.